Event description:
Boston scientific received information that on (B)(6) 2012, a routine device implant procedure was scheduled for this patient. Prior to the implant procedure the patient with this left ventricular (lv) lead experienced intermittent third degree heart block and pacing pauses were observed. The pacing pauses were treated with the patient's tricuspid biologic valve. The physician elected to proceed with the procedure without using the classical endocardia lead in the right ventricle because of the patient's biologic valve, the physician entered through the coronary sinus with an lv lead. The physician experienced lead placement difficulties in the mid lateral vein with this left ventricular (lv) lead which resulted in high threshold measurements and poor sensing. The lv lead was then placed in the post lateral vein and the values were within normal range and the procedure was successfully completed. A few hours post implant, the lead values began to increase and a total loss of capture occurred. The patient's rate dropped to 35 beats per minute (bpm) and the sensing decreased to 3mv. Additional information was received that a second revision procedure was performed to reposition the left ventricular (lv) lead. During the procedure the physician noted placement difficulties with the lv lead. The decision was made to remove and replace this lv lead. A new lv lead was implanted in the same vein, but with a deeper positioning. The procedure was completed and all values were acceptable and within normal range. The device is not going to be returned as it remains implanted at this time as the lv (4592) lead was explanted and discarded at the hospital. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific as it was discarded at the hospital. Therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.